Event description:
It was reported that the device stopped working. No patient injury reported. Back-up device was not available. Delay greater than 30 minutes was reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.